Manufacturer narrative:
No indication of device being explanted and the device was not returned from the site.

Event description:
The manufacturer was informed that on (B)(6) 2019, transthoracic echocardiography (tte) of the patient showed an eoa of 0.72 cm2, lvef of 60%, peak pressure gradient of 61 mmhg, and mean pressure gradient of 40 mmhg. The patient diagnosed with moderate aortic regurgitation. On (B)(6) 2019, an electrocardiogram confirmed sinus rhythm. Then on (B)(6) 2019, the nyha classification was I and the sts score was 3.9. As such, on (B)(6) 2019, patient received a perceval sutureless aortic heart valve size 23 through a median sternotomy. CABG was performed as a combination surgery; calcification was observed in the aortic annulus, but no annulus decalcification was performed. Reportedly, the operation was successful. On (B)(6) 2019, thrombocytopenia was observed, and platelet transfusion was performed. It was evaluated that there was no relevance to the product and the implant procedure. The severity was rated as mild. On (B)(6) 2019, thrombocytopenia recovered. On (B)(6) 2019, an electrocardiogram confirmed sinus rhythm. On (B)(6) 2019, the tte showed an eoa of 1.55 cm2, a lvef of 53%, a peak pressure gradient of 21 mmhg, and a mean pressure gradient of 13 mmhg, and no aortic regurgitation was observed. On 12 july 2019, the nyha classification was I. The patient was discharged. On (B)(6) 2020, the nyha classification was I again and electrocardiogram confirmed sinus rhythm. The tte showed an eoa of 1.25 cm2, a lvef of 59%, a peak pressure gradient of 21 mmhg, and a mean pressure gradient of 13 mmhg, and no aortic regurgitation was observed. On (B)(6) 2020 and (B)(6) 2021, the nyha classification was I and electrocardiogram confirmed sinus rhythm. The tte on (B)(6) 2021 showed an eoa of 2.00 cm2, a lvef of 60%, a peak pressure gradient of 17 mmhg, and a mean pressure gradient of 9 mmhg, and slight perivalvular regurgitation was observed. On 03 december 2021, the patient was admitted to the internal medicine department of this hospital due to fever of unknown origin and dehydration. Echocardiography was conducted. Heart movement was normal, but the details of the artificial valve are unknown because the doctor did not perform doppler evaluation. Crp was 0.03 and no infection was detected. The fever was relieved with fluid replacement. On (B)(6) 2021, the patient was transferred to other hospital after insertion of a gastric tube because the patient could not consume diet by disuse syndrome. His progress after being transferred to another hospital is unknown, and the family said that the patient died of hemorrhagic shock on (B)(6) 2022. Based on the additional information received, patient had history of bundle branch block, angina, and coronary artery disease.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model#: icv1209, s/n#: (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model#: icv1209) perceval heart valve at the time of manufacture and release.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. The manufacturer attempted to follow up with the event, but further information has yet been received. Since the device was not accessible for further investigation and limited information is available regarding the cause of hemorrhage, definitive root cause of the reported event cannot be established. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, the manufacturer will provide a follow up report.